Event description:
It was reported that the pulse generator was in backup vvi mode. The device was removed.

Manufacturer narrative:
Analysis found that the pulse generator was in backup vvi mode. After the product code was downloaded, the device functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.